Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2025, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(4), ubd: 18-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the percutaneous leads were not providing adequate coverage. The percutaneous leads were explanted and replaced with a 2x8 paddle. The issue was resolved.